Event description:
The container described was used for a parenteral nutrition ad mixture containing dextrose amino acids, electrolites and minerals to a final volume of 241 ml. On the day 2/17/95 the nurse was going to hang the container when she discovered a leak. Rptr inspected the bag and found that the right bottom corner wasn't sealed. There was no evidence of needle puncture on the site of the leak. The capacity of the container was 250 ml.